Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient infusion set's cannula was kinked. Reportedly, the patient had pain and the blood glucose levels were elevated. Upon arrival at the emergency, the blood glucose level was about 300mg/dl and had ketones. The highest blood glucose was reported to be about 539 mg/dl. The patient self-treated the increased blood glucose levels with a bolus. The patient stayed there for less than one day and received treatment via insulin drip and intravenous fluids. The health care professional assessed the ketone level was not dangerous. The patient was stable but was subsequently admitted to the intensive care as the blood glucose levels around 200mg/dl. The patient received insulin drip, intravenous fluids and was currently back on the pump. It was reported, that the patient responded to insulin and intravenous fluids but when on pump, the blood glucose elevated again. The infusion set in use was a brand new one. The patient was hospitalized for two days and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.